Manufacturer narrative:
The subject product was returned for evaluation along with a broken fastener. A functional evaluation was not able to be performed as the device was jammed. Inner component evaluation found no manufacturing anomalies; however, there was an excessive amount of dried blood noted to be binding the inner and outer cannulas, and the remaining twelve fasteners. While a functional evaluation could not be completed, there was no indication that the device would have deployed a broken fastener. None of the reaming fasteners were damaged or broken and are in good condition. The complaint event is most reasonably determined to be associated with a user related root cause. It is possible the user of the device deployed into bone or cartilage or deployed a fastener into a sew line or ring. The IFU included in this product prescribes the proper method of implantation for this device and instructs the user to "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the sorbafix¿ absorbable fixation system in the close vicinity of such underlying structures is contraindicated." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Review of the subject lot number found this to be the first reported complaint for the 755 units manufactured in november of 2019. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sorbafix failed during a laparoscopic umbilical hernia repair. The cups (heads) on the tacks were breaking off when entering/securing the mesh. All tacks were accounted for and none remain in-vivo. It is unknown how many fasteners were deployed prior to the problem occurring. An additional device was needed to complete the procedure. The surgeon is an experienced user of the sorbafix. No impact or injury to the patient was reported.